Manufacturer narrative:
The customer reported that the org switch failed and the biomedical engineer needs to replace it. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the org switch failed and the biomedical engineer needs to replace it.

Manufacturer narrative:
The customer ordered the 24 port switch. An nka representative contacted the customer to see if replacing the switch resolved the issue. The customer stated they had purchased the switch but had not swapped it out yet. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.